Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation.(B)(4).

Event description:
It was reported that a revision surgery was performed to correct a problem with a collapsed tibia.